Event description:
Healthcare professional reported right side seroma, "pain and hardening", "shallow folds" and "inflammatory process." The device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side seroma, "pain and hardening", "shallow folds" and "inflammatory process." The device has been explanted.

Manufacturer narrative:
Device photo analysis: device photograph(s) for the device related to the reported event of seroma-late, visibility/palpability, crease/folding of implant and inflammation/irritation reviewed on 06-dec-2022. Visual analysis of the photographs identified: -seroma-late: unable to confirm as it is a medical event not related to the device. -visibility/palpability: unable to confirm as it is a medical event not related to the device. -crease/folding of implant: unable to confirm as it is a medical event not related to the device. -inflammation/irritation: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.